Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device was explanted due to insufficient coupling. The floating mass transducer (fmt) was not placed as intended at the time of explantation.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device malfunction which is supposed to have been present before explantation. This finding was expected, because according to the recipient report the device was found to be functional whilst implanted. The reported problems of insufficient auditory perception appear to be related to an insufficient mechanical device coupling to the round window, which occurred as consequence of a post-operative fmt migration. It was confirmed that the user is still within the indication criteria of the device, however, it was decided to select a bone conduction solution. This is a final report.

Event description:
The device was explanted due to insufficient coupling. The floating mass transducer (fmt) was not placed as intended at the time of explantation.